Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. Unit functioned properly during unexpected restart test. No unexpected restart alarm noted during testing. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. Pump received with cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart error alarm. The customer's mother did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 318 mg/dl. Customer's mother stated that the customer had a blood glucose level of 544 mg/dl the day prior to the call, which was corrected by a site change. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.